Event description:
Emt's attached the device to a person diagnosed in cardiac arrest. The patient's down time was not known. The device allegedly displayed a connect elctrodes alarm continuously and use of the device was inhibited. The operator changed the disposable defibrillation electrodes, however the device continued to display the connect electrodes alarm. An als crew arrived and continued treatment of the patient using a manual defibrillator. The patient was diagnosed as asystolic. The patient was not resuscitated. The reporter indicated the device did not likely cause or contribute to the patient's outcome. This opinion was based on an assessment of the patient's condition.